Event description:
The pt had two leads implanted with the same lot number. The pt was experiencing intermittent stimulation. An sjm representative met with the pt and lead diagnostics showed multiple low impedances. X-rays were taken and did not show any abnormalities. The pt underwent revision surgery where her leads were replaced with a new penta lead.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.